Event description:
After 12 hours of ivtm treatment, the physician observed a saline leak at the air trap of the start-up kit (lot #179546), and the thermogard console (sn unknown) displayed a mid:09 (air trap assembly) error message. The customer was suggested to replace the suk. The console air trap was dried; however, the error persisted. The customer replaced the console to continue the treatment. No consequences or impact to the patient.

Manufacturer narrative:
The thermogard console involved in the reported complaint will not be returned to a zoll service depot for evaluation. The device was investigated and serviced by the customer's biomed engineer. The defective air trap block was replaced to remedy the mid:09 (air trap assembly) error message. The thermogard console was placed back into service for clinical use. Since the issues were resolved, service was not required to be performed by zoll.